Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the percutaneous extension wiring became uncoiled/unbraided. This was discovered during a stage 2 procedure. It was reviewed that percutaneous extensions typically lack a layer of insulation across a portion of their length and that this was normal but the rep stated the wires were unbraided. It was noted the patient had a successful trial. Follow-up was performed to determine if the patient had experienced any symptoms, what actions were taken to address the event, and if it was resolved.

Manufacturer narrative:
(B)(4).

Event description:
The representative stated it wasn't a complaint. The doctor was just asking if there was glue or covering that could prevent the extension wire from becoming uncoiled. He stated the procedure went normally. The percutaneous extension was removed as usual and discarded. The patient had a normal implant procedure. The doctor was just curious about resolving the uncoiling. It was later reported on (B)(6) 2016 that there was no symptom reported. There was no intervention taken, the representative called the tech services simply to reassure health care provider that the percutaneous extension wasn't surrounded by a plastic tube and that the uncoiling wasn't very uncommon. The percutaneous extension would not be send.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.